Event description:
Procedure type: orthopedic. According to the reporter: left wrist wound dehiscence; original tendon surgery on (B)(6) 2014-48 hrs later, noticed that all of the biosyn 4/0 sutures on the skin were opened; revision was done with nylon utilized for sutures. Discarded after suture was removed and replaced with nylon suture. Add'l info requested via email

Manufacturer narrative:
(B)(4).